Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the distal body broken, the segment broken, the light guide cable compressed (short in length), the light guide cable buckled, the suction channel buckled, the angle wire play, the nozzle gluing missing, the segment steel braid deformed, the root brace rubber (insertion flexible tube) cut, the segment screw loose, the ccd module with drive pcb non-pentax work/parts, the objective lens scratched, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout) .